Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient was charging more than expected. Two weeks prior to the report, the patient started having issues with recharging. It was noted the patient was charging fully and by the next day, the battery died. On the day prior to the report, the patient charged to full and in the morning, the patient was seeing tear drops on the implantable neurological stimulator recharger (insr). On the day of the report, the patient was at 3/4 full at 9am and at approximately 11am, the battery was at 1/4 full. It was noted the patient did leave stimulation on 24/7. The reporter noted that the patient was programmed with one group at 4.0v, 450 pw, and 60 hz. Estimated recharge intervals with 2+/2- electrodes were 10.81 days with 500 ohms and 17.89 days at 1000 ohms. The reporter noted the patient was getting good therapy results and had not had any falls or trauma. It was further reported that the patient was not getting the coverage she needed. It was noted that the patient charged for two hours and then by the end of the next evening, the implantable neurostimulator (ins) wouldn¿t hold a charge. The reporter noted the amplitude was at 4v and the patient had only one program. It was noted that the reporter ¿would assume that was not a reason that the patient would be out of charge in a day.¿ it was noted they didn¿t think it was a recharger error, but possibly a battery issue. It was ensured that the insr was working properly. It was noted that the patient programmer battery showed full and that the insr showed 3/4 and the ins icon was blinking between 1/4 and 1/2. It was noted that within 5 minutes the ins icon was blinking 1/2 to 3/4. It was further reported that the patient was going to be seen in (B)(6) 2014.